Manufacturer narrative:
Updated block: d9.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the arterial roller pump shut off on two separate occasions without trigging an alarm and displayed a 'service pump' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.